Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for an unknown indication for use. It was reported there were complications and the pump had to be removed. Additional information has been requested regarding the drug information, other medications the patient was taking at the time of the event, pertinent medical history, the date when the patient started to experience the pump complications, symptoms experienced at the time of the event, troubleshooting performed, the cause for the pump complications and the resolution/outcome of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.